Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for low blood glucose levels. The customer's blood glucose level at the time of incident was 21mg/dl. The customer was treated at the hospital for the lows. The customer was treated and released. The customer attributes the lows to not having been eating. The customer was assisted with rewinding the device.